Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator stopped ventilating. The device was available for evaluation. A review of the ventilator logs confirmed the reported lov. The service personnel (sp) inspected the unit and confirmed the reported issue. Sp found the unit to erase the extended self test (est) and settings from memory. The ventilation was stopped and displayed multiple background diagnostic codes. Tests were performed with the bdu cpu, and no errors were duplicated. Based on the ventilator log review findings, the sp was notified and returned to the facility and replaced the direct current (dc)-dc converter pcba. The cause of the event was isolated in the field to a potential fault in the dc-dc converter pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.